Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg because of its location. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected.